Event description:
Drain placed during bowel abdominal perineal resection on 1/12/95. During removal in physician's office on 1/26/95, the small round rubber portion snapped off from the most distal flat drainage portion. Removed surgically under spinal anesthesia 1/26/95.